Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 23.4 mmol/l (mobile system) and 8.2 mmol/l and 13.4 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.